Event description:
The company was informed that the pt experienced a cerebrospinal fluid (csf) leak during initial implantation and it was repaired. The leak was managed with soft tissue packing.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt was successfully implanted. This is the final report.